Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic pouch, the procedure was converted to open unrelated to device problem, on the large bowel, there was poor staple formation, the staple line did not hold on the two reloads. There was bleeding and the hemoglobin dropped that required blood transfusions. Anticoagulation therapy regime was done with enoxaparin. There was tissue damage. The surgeon reinforced the staple line with sutures. The patient was hospitalized.